Event description:
It was reported that they opened two gmrs stems for distal femur and both had damaged packaging. The first stem had packaging that was not sealed properly and there was a film inside the package. The second stem was out of the packaging and had a broken seal. The packaging damaged sterility, and implant and were unable to use.

Event description:
It was reported that they opened two gmrs stems for distal femur and both had damaged packaging. The first stem had packaging that was not sealed properly and there was a film inside the package. The second stem was out of the packaging and had a broken seal. The packaging damaged sterility, and implant and were unable to use.

Manufacturer narrative:
Visual inspection of the returned packaging determined that the pack was subjected to excessive handling leading to the sterile pack damage. The event was confirmed. DHR review determined that the lot was manufactured and packed to specification. Complaint history review indicates there have been no similar events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.